Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. Incoming power fuses open. Replaced and upgraded din rail. Performed system checkout. Unit operates as expected. The din rail assembly was received by the manufacturer for evaluation. Analysis was unable to confirm the reported problem. The field service engineer (fse) indicated on the red field return tag that the din rail was replaced to upgrade to current revision. Material presented: bi-700-00319. No fuses returned. Before applying 21vdc between contacts 7 and 10 12.1 ohms was measured. This is as expected. Energized, there is an audible click as the relay closes and between contacts 7 and 10 0.02 ohms was measured. This is as expected. No problem found with the assembly. No fuses returned. The cause of the reported issue was blown power line fuses. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system powered down when it was being taken out of a room. The system was moved back into the room and plugged in. This did not resolved the issue, and the power line light did not illuminate. There was no patient present when this issue was identified.